Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician found a white foreign particle on the optic. The physician discarded the lens. There was no patient injury reported. In follow-up, it was reported that the white foreign particle was found when the lens was implanted into the patient's eye. The physician removed the lens and then replaced it with a new lens.

Manufacturer narrative:
A manufacturing record review was performed. The manufacturing process record was evaluated and the devices were manufactured within specifications. The units were released according to specification. No product deficiency was identified. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.